Manufacturer narrative:
Since no device has been received for analysis, no product investigation can be performed, and the customer complaint cannot be confirmed. A device history record evaluation was performed for the finished device (B)(4) number, and no interal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 4. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number (B)(4).

Event description:
It was reported that a patient underwent an atrioventricular nodal reentry tachycardia (avnrt) ablation procedure with an ez steer¿ nav bi-directional electrophysiology catheter and an electrode damaged without foreign material ¿ sharp rough edges issue occurred. A steam pop was heard in the middle of the procedure. The catheter was removed from the body and they noticed the inner electrode had popped out of the blue lumen. Nothing else had fallen out of the catheter and the electrode was still attached. The catheter was replaced with a smarttouch sf catheter and the issue resolved. Additional information was received on the event. The damage was to the electrode, there were no wires that the biosense webster, inc. Representative could see. The electrode seemed like smooth edges. There was no resistance or difficulty during insertion or removal of the device. The electrode stayed attached within the lumen just a hole was created with part of the electrode exposed. The electrode was visible. No sheath was used. No medical intervention was required. The patient has not exhibited any neurological symptoms since the procedure was completed. Based on the available information, this event was assessed as MDR reportable for an ¿electrode damaged without foreign material ¿ sharp rough edges¿.